Event description:
Per the clinic, the patient experienced an open wound around the implant side subsequent to sustaining a head trauma, resulting in exposure of the receiver/stimulator. The patient has been hospitalized on (B)(6) 2012 to close the wound.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the recipient has recovered and resumed use of the device. This report is filed (B)(4) 2013. Implanted device remains.